Event description:
It was reported that the patient experienced a loss of therapeutic effect, less than 50% therapy relief, and felt stimulation in the wrong location after a system replacement. Reprogramming proved to be not effective. X-rays were taken and it was determined that the lead migrated. The measured impedances reportedly were greater than 4,000 ohms on electrodes 3, 4, 5, 6, and 7. The system was explanted and a new one was placed on the left pudendal nerve. The patient¿s status at the time of the event was alive and no injury. The patient had been receiving effective therapy since system replacement in 2011.

Manufacturer narrative:
(B)(4).